Event description:
The patient experienced shocks in the upper and lower left quadrants. The device was malfunctioning and the stimulation broke down. The patient ¿wasn¿t getting anything other than negative response¿. The device had to be replaced. The doctor had to pull all the cords out and when that happened the doctor found the cords were in bad condition. This all happened in the february/march time frame. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 377760, lot# n0040599, implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type lead product ID 377760, lot# n0033647, implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient. (B)(4).

Event description:
The patient¿s health care provider (hcp) reported on (B)(6) 2013 that the patient had an x-ray on (B)(6) 2013 which suggested lead migration. The device was replaced on (B)(6) 2013 and there was improvement in coverage. The patient was doing okay after implant.